Manufacturer narrative:
The device was received. Investigation is not complete. The list number has a common device name of 80fpk and a 510k of k063239. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a delay in critical therapy following a leak. The tubing set was being used to deliver an unspecified concentration of milrinone, at an unspecified rate, via a syringe pump. The female adapter of the tubing set was connected to a 20ml bd syringe and male luer lock with spin collar was connected to the pt's IV access site. After an unspecified length of time in use, the nurse noted that the pt's blood pressure was not responding to the milrinone therapy. It was reported that the nurse then increased the delivery rate of the milrinone. At an unspecified time later, the nurse noted leaking at the connection of the tubing set and the syringe. The tubing set was replaced and the therapy was resumed. It was reported that the pt's blood pressure did respond; however, specific blood pressure values were not provided. Although there was a potential for serious injury, there were no reported adverse pt effects. Although requested, no add'l info was provided.